Manufacturer narrative:
The device was not returned to the user facility because it is not repairable once it is disassembled.

Event description:
The micro drill long straight attachment was sent for evaluation and it overheated during the performance testing. No adverse event was associated with the device.